Manufacturer narrative:
(B)(4).the device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that there was an obstacle in the tube when trying to put a pediatric fiber optic bronchoscope through the tracheal tube. No break in ventilation. No patient injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the tracheal tube was cut by the customer. All components on the tube were intact and there were no obvious defects found. An inner diameter inspection was conducted and no blockage was observed. Based on the investigation performed, the reported complaint of "obstacle in tube" could not be confirmed. The actual sample did not show any blockages when tested. There was no evidence found for failure of the product.

Event description:
The customer alleges that there was an obstacle in the tube when trying to put a pediatric fiber optic bronchoscope through the tracheal tube. No break in ventilation. No patient injury reported.